Manufacturer narrative:
Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, it was reported that the staple was found to be expired during surgery. The staple was removed. A replacement kit was brought in from another hospital. This delay required that the patient be under additional anesthesia. No additional patient complications were reported.